Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-17. The patient reported that she first started experiencing the inability to charge on (B)(6) 2017. The patient reported that she had been able to charge it some but not completely.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor or no telemetry with recharging. The patient reported difficulty recharging. The patient reported that there was poor communication. The patient reported that she was unable to recharge the ins. The patient reported that she was recently able to see the normal charging screen but noticed the ins icon showed ins off. The patient reported that the recharger antenna had been getting hot recently. The patient attempted starting a charge session and reported getting the reposition antenna screen. No further complications were reported.